Event description:
It was reported that the catheter migrated/dislodged at the distal segment. It was noted that the patient started getting a lot of pain at the end of november, and the physician had increased her dose, but she had no relief. The patient experienced pain, stating she was not getting pain relief from the medicine and her back started hurting her. It was noted that the patient then had computed tomography (CT) scan 'sometime in (B)(6)', and the patient was told that the catheter dislodged from the intrathecal space and was coiled. It was also noted that cerebrospinal fluid (csf) was in her subcutaneous tissues. The patient was then scheduled for surgical catheter revision. The surgeon decreased the patient's dose by 50% before the surgery. During the revision, they cut part of the originally implanted catheter and added a spinal segment from a revision kit. The pump system was being used to deliver infumorph and bupivacaine at that time. It was additionally reported that following the catheter revision, the patient was lethargic, nauseous, had not been able to eat, and had been vomiting. The physician was ruling out some surgical issues, but also wanted the pump stopped to eliminate that as an option. There was concern that the patient was 'kind of overdosed'. The patient was in the hospital. It was noted the pump was delivering morphine.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2009-(B)(6), explanted: 2013-(B)(6), product type catheter product ID 8590-1, lot# n160879, implanted: 2009-(B)(6), product type accessory product ID 8598a, serial# (B)(4), implanted: 2013-(B)(6), product type catheter (B)(4).